Event description:
Olympus was informed that during the tur procedure, the endoscopic image momentarily disappeared and/or the noise occurred on the image. The facility changed the camera head to the similar but other device and the physician completed the procedure. On (B)(6) 2015, olympus was informed that the device had been exchanged during the procedure. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
The referenced device was returned to olympic medical systems corp. (Omsc) for eval. Omsc evaluated the device and found that the endoscopic image was displayed but the cable of the device was kinked. Also the noise occurred on the image with moving the cable of the device. It was considered that the conducting wires inside the cable were almost breaking. According to ther report from the facility, the physician passed the nurse the device with only holding the cable of the device. Consequently the cable of the device was shocked and then damaged. Olympus attributed this phenomenon to inappropriate handling of the device by the user. The otv-s7-proh-hd-l08e instruction manual states the notice for the handling of the device. Also omsc checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.